Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was provided for investigation; an external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. A probable cause could not be determined. The customer's complaint was confirmed due to a failure was found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0728 nasal obstruction/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms including nausea, nasal congestion, and headache. At the time, the cgm displayed a reading of 360 mg/dl. No fingerstick test was performed prior to the patient being transported to the hospital by their parent. Upon arrival at the hospital, a fingerstick test was conducted. The cgm reading remained at 360 mg/dl, while the blood glucose level measured via fingerstick was 433 mg/dl. The patient received treatment with intravenous fluids. The patient remained in the hospital for approximately 16 hours. At the time of discharge, the cgm reading was 322 mg/dl and the blood glucose level was 310 mg/dl. There was no documentation of additional medical evaluation or intervention following discharge. As of the time of this report, the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.